Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with topical antibiotics, however, the issue did not resolve. The patient underwent skin revision surgery to undermined skin, abutment removal and closed with suture under general anaesthetic on (B)(6) 2024.